Event description:
Vein identified with ultrasound, site cleansed, 22g 1.75" introcan safety catheter opened. Upon inspection prior to sticking patient, noticed plastic was covering needle with no sharp end to stick patient. Staff member needed two hands to retract plastic back over needle, visualized the needle bevel to be pointing downward. In order to have bevel up, this catheter would have to be held upside down. This introcan needle was placed aside and a new introcan catheter was obtained and used without difficulty.